Manufacturer narrative:
Balloon was functional. Cuff performed within specifications. Pump was not functionally tested. Tubing had or damage. Tubing was functional. Additional lot#: 392483002.

Event description:
In 2007, an acticon device was implanted. Ten months later, the cuff was revised. In 2009, the entire device was removed and replaced due recurring incontinence caused by fluid loss.